Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material, was not confirmed, as it was not reproduced. The forceps cover adhesives missing was confirmed but not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Additionally the device evaluation found : probe was loose, bedding rubber glue was cracked, light guide tube was rippled and angulation had excessive play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the gastrovideoscope was oozing blood at the insertion tip, forceps cover adhesives was missing and nozzle had foreign object. There were no reports of patient harm.